Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system was producing elevated power readings and flow estimations. At the time of the event, the patient's lactate dehydrogenase (ldh) was in the 320's u/l, the inr was 3.7, and there were no clinical signs of hemolysis. A ramp echocardiogram revealed that the left ventricle was not being unloaded very well. A right heart catheterization revealed good pulmonary wedge pressures. Lvad power and flow estimation readings continued to remain elevated without hemolysis or changes in ldh. The patient was not started on any medications; however, the customer elected to do a pump exchange on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 2.5 inches from the pump housing. The severed portion of the driveline was not returned. The sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet stator revealed a white, soft, deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition had minimal flow area obstruction. Although the origin of the deposition and a time frame for which it was present in the pump could not be determined, it may have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.